Event description:
It was reported that the buttons on the customer's insulin pump were not responding, and she received a button error alarm. Additionally, the customer received a battery out alarm after the battery was out of her insulin pump for greater than the duration allowed by the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 308 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. No unexpected battery out limit alarm after battery change noted. Unable to perform testing's due to unresponsive buttons. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.